Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor displayed a calibration error message. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.